Manufacturer narrative:
H3 other text: device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, dry throat, throwing up and devices had alarms turn on. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The dreamstation auto cpcp device was returned to a third-party service center for further evaluation. During evaluation, sound abatement foam degradation was not observed. The service center also retrieved and reviewed the device's error logs. There were no errors found. The third-party service center could not confirm the customer's allegation and there was no visible foam degradation. The unit was scrapped after device evaluation was completed.